Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after they started connecting the smallbore set (model me2010) to the antisiphon valve set (model c25012) to alleviate an issue of leaking when connecting to a different set, some departments that were using the connection with intermittent infusions experienced the collar of the me2010 set breaking off. They subsequently changed to another smallbore set (model 11088483) and there are no further reports of leaking or breakage with the connection. There are no specific event dates or patient details regarding this issue. There is no report of patient harm or medical intervention.